Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery would not charge and power source alert appeared in pump history around time issue began. There was no reported impact to the customer¿s blood glucose level. Issue had already resolved before contact with support, pump began charging again using original charging supplies, and no further assistance was required.